Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8184941. Our records show that this is the 3rd instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.

Event description:
It was reported that the bd connecta¿ stopcock with valve and extension tubing leaked "propofol" through the injection port during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta stopcock with valve and extension tubing leaked "propofol" through the injection port during use.